Event description:
It was reported that one of the pins in the therapy connector from their device was broken off, which could prohibit defibrillation therapy. There was no patient involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and also provided the part number for a replacement therapy connector assembly. The device has not been returned to physio-control for evaluation. The cause of the reported failure has not be determined.